Manufacturer narrative:
This event has been reported under zimmer biomet complaint number cmp-(B)(4). The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a dermatome had a bad contact and had a connection issue between the device and plug. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device was out of calibration at the zero setting and the control bar was not in the correct position. Upon further inspection, it was found that the motor was not running and was corroded, there were missing width plate screws, there was a defective needle bearing, and there was interior damage to the plug harness assembly. Repair of the dermatome occurred on (B)(6) 2019 and involved replacing the motor, plug harness assembly, the missing width plate screws, and the needle bearing as well as recalibrated the device and repositioning the control bar. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the plug harness assembly was damaged on the inside of the device, which would prevent the device from appropriately receiving power, it cannot be determined from the information provided as to what caused the damage to the plug harness assembly. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per procedure for any adverse trends that may warrant further action.

Event description:
It was reported that there was a connection problem between the unit and the plug. The event occurred before surgery. No harm or delay occurred. No additional information provided by the customer. Event date was not provided. The investigation identified missing screws. No adverse events were reported as a result of this malfunction.